Event description:
The customer reported that the bronchovideoscope had air and water leakages. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: the connecting tube had a coating peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the findings in b5, the evaluation found the following: adhesive on bending section cover or distal sheath had a chip; bending tube, connecting tube, and universal cord had a dent, due to wear of angle wire; bending angle in the up direction does not meet the standard value; due to a dent on channel tube, forceps cannot be inserted smoothly; an abnormal sound is made due to damage on angulation lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be stress of repeated use, external factors, or handling of the device. The event can be prevented by following the instructions for use which state: 3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.